Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that three inappropriate shocks were delivered when it comes to this device, a possible electrode dislodgment was alleged. The device was programmed to the alternate vector at the time. Most recently it was noted that the device was programmed off and the patient was hospitalized. A possible electrode repositioning was discussed. A review by technical services (ts) confirmed artifacts in the alternate vector as well as a suboptimal electrode position after x-ray review. Ts noted that sub optimal electrode position should not result in artifacts as seen in the given episodes. Ts discussed possible shielding of the proximal electrode by the suture sleeve resulting in a loss of signal seen in the episodes provided. Ts discussed evaluating the system to determine the root cause of the reported observations. The device remains implanted. No adverse patient effects were reported.